Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system has historically exhibited right ventricular (rv) and right atrial (ra) noise. However, recently, the rv lead pacing impedance measurements have gradually risen from 400 ohms in 2014 to 1020 ohms currently. Boston scientific technical services (ts) was contacted for review, and it was determined that both the rv and ra leads exhibit over-sensed noise. Additionally, the ra lead pacing impedance showed evidence of outliers of lowered, but still in-range measurements (>200 ohms). Although both the ra and rv lead pacing impedance measurements were in-range, the evidence of over-sensing on both leads could be indicative of a system integrity issue. Ts recommended potentially surgically revising the entire system at the next device replacement procedure due to normal battery depletion, in approximately 1.5 years. Prior to invasive action, ts also provided options to assess the system integrity, via diagnostic imaging, provocative maneuvers, and potentially commanded shock testing. At this time, the system remains implanted and in-service, with no adverse patient effects reported. The ra lead is not a boston scientific product.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system has historically exhibited right ventricular (rv) and right atrial (ra) noise. However, recently, the rv lead pacing impedance measurements have gradually risen from 400 ohms in 2014 to 1020 ohms currently. Boston scientific technical services (ts) was contacted for review, and it was determined that both the rv and ra leads exhibit over-sensed noise. Additionally, the ra lead pacing impedance showed evidence of outliers of lowered, but still in-range measurements (greater than 200 ohms). Although both the ra and rv lead pacing impedance measurements were in-range, the evidence of over-sensing on both leads could be indicative of a system integrity issue. Ts recommended potentially surgically revising the entire system at the next device replacement procedure due to normal battery depletion, in approximately 1.5 years. Prior to invasive action, ts also provided options to assess the system integrity, via diagnostic imaging, provocative maneuvers, and potentially commanded shock testing. Recently, the rv lead has exhibited an elevated, but still in-range shock impedance measurement (85 ohms). Ts was contacted again and discussed that the lead shock impedance had been gradually rising since the implant procedure, at which it was approximately 50 ohms. Additionally, the pacing impedance was continuing to increase gradually and there were variable r-wave amplitude measurements. It was discussed that this was potentially the result of ionization, calcification, or changes in tissue conductivity at the ring electrode. Recommendations were provided for assessing the rv lead integrity in-clinic. At this time, the system remains implanted and in-service, with no adverse patient effects reported. The ra lead is not a boston scientific product.